Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high within range shock impedances measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No adverse patient effects were reported. At a later date, this ICD system exhibited a high out of range shock impedance measurements for its rv lead. Ts was consulted and recommended the patient to be continue to be monitored. This device remains in service. No adverse patient effects were reported.